Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient underwent a treadmill test due to an inappropriate heart rate per their apple watch. It was noted the patient's heart rate would spike with movement of their left arm following exercise, although this was not reproducible in clinic. The patient also complained of a spiking sensation in their chest they believe is due to the minute ventilation (mv) sensor, which they noted feels different from the rattling sensation when they go into paroxysmal atrial flutter. Technical services (ts) was consulted and requested the treadmill data and raw mv sensor data. Ts also noted the clinic can consider magnet-triggered electrogram (egm) to differentiate paroxysmal atrial flutter versus inappropriate sensor-driven pacing. No adverse patient effects were reported. This product remains in service.